Manufacturer narrative:
This report is for an unknown fns anti-rotation screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision surgery due to pain. Initially, the patient had recently been treated with a femoral neck system (fns) for a non-displaced femoral neck fracture on unknown date. However, a few days after the surgery, the patient complained of pain and was found to have sustained a nondisplaced intertrochanteric fracture. Thus, removal of fns was done and the patient was revised with competitor's long nail. It is unknown if there was a surgical delay. Procedure outcome was unknown. This report is for one (1) unknown fns anti-rotation screw. This is report 2 of 4 for complaint (B)(4).